Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent cysto hydrodistention, bladder biopsy due to stress urinary incontinence, and urinary frequency. No additional information provided.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2004 and (B)(6) 2010 and a mesh and solyx sis were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.